Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon string broke off while the rest was still in place inside my body- vagina [foreign body in reproductive tract]. It was a whole entire day. I had a tampon lodged inside me [incorrect product administration duration]. Tampon string broke off [device breakage]. Case narrative: consumer reported via e-mail that the tampon string broke off. No serious injury was reported.